Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported the patient experienced phrenic nerve palsy. During a cryoablation procedure, a polarxfit catheter was selected for use. While treating the right inferior pulmonary vein, phrenic nerve paralysis occurred. Later while treating the left inferior pulmonary vein, the patient experienced cardiac tamponade. The procedure was discontinued. No further information was provided. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.